Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump had button error. The customer¿s blood glucose was 160, 205, 170, 206 mg/dl. The customer reported that there was weak battery, low and no delivery alarm. The troubleshooting was performed for the button error, low battery and weak battery alarm. The customer was able to cleat the alarm. The insulin pump will not be returned for analysis.